Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0exjp, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient saw the sync screen on their programmer upon start-up. While on the call, the patient turned stimulation on and it was too high. The patient decreased stimulation to a comfortable level. The patient thought they might as well not have the stimulator. It had been off for two months due to the patient having retention. The patient had been hospitalized for the retention. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.